Manufacturer narrative:
Corrected data.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a kink on the centrimag motor¿s cable was confirmed. The returned centrimag motor (serial number (B)(4)) was inspected under work order (B)(4) on 20apr2020. The motor¿s cable was observed to have been kinked upon arrival. Due to the observed kink, the motor was deemed to no longer be safe for patient use. The motor was scrapped as a result. The root cause of the damage to the motor¿s cable was unable to be determined through this analysis. Complaints were received in which damage to the cable that connects the motor to the console results in interruption of active support for patients on centrimag. Root cause identified 4 potential causes: insufficient bend protection, suboptimal cable structure, improper cable connector assembly, and insufficient training and documentation. Updates to centrimag IFU and supplemental label to reinforce need for the presence of a backup motor cable. Design change for the motor cable is being pursued as part of CAPA (B)(4). Design change expected to be submitted to FDA in q2 2019, upon completion the verification and validation of new design. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was kinking on the motor's cable of the centrimag that was not repairable. It was reported that the motor was scrapped from patient use. It was reported that issues related to the centrimag motor cable damage fall under field action fa-q318-mcs-1.